Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pump issue that involved a leak; however, no specific information regarding the source or location of the leak was provided. There was no reported impact to the customer's blood glucose level. No additional information was provided on the reported event.